Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained that for 1 patient sample the elecsys ft3 iii (ft3 iii) results were not matching the patients clinical picture. The customer believed the ft3 iii results were too high. Testing was performed on a cobas 8000 e 602 module. The data the endocrinologist believed to be discrepant is highlighted. The results in question were released outside of the laboratory. There was no allegation of an adverse event. The cobas e602 serial number was (B)(4). The investigation is currently ongoing.

Manufacturer narrative:
The patient data attachment has been updated. The "3rd" run was clarified as being tested on a cobas 6000 e 601 module.

Manufacturer narrative:
On (B)(6) 2018, the samples were repeated on a non-roche system with ft3 iii result of 7.95 pg/ml and tsh result of 0.42 uiu/ml. The customer accepted and agrees with these results. The observed mathematical differences in values generated between the roche and non-roche platforms are most likely due to the face that assays from different vendors can generate different values. A general reagent issue can be excluded.